Event description:
It was reported that a fissure has been detected on the catheter requiring the removal thereof. After that a peripheral vein way has been placed to finalize the treatment ongoing.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of huwi1380 showed no other similar product complaint(s) from this lot number.